Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-apr-2022 to 08- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid was burnt, and the retractor band had burnt marks right down the center of the ribbon cable. A field service engineer replaced the damaged solenoid, retractor band, drawer board and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open and there was a smoke produced from drawer back panel. Customer added that they have turned off the power supply to avoid harm effect. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open and there was a smoke produced from drawer back panel. Customer added that they have turned off the power supply to avoid harm effect. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the solenoid was burned and the retractor band has burn marks right down the center of the ribbon cable. A field service engineer replaced the damaged solenoid, retractor band, drawer board and controller board to resolve. The system functioned as intended.